Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on 12/23/2014. Dexcom technical support advised patient to perform reset on device on (B)(6) 2014. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).